Event description:
It was reported that the left ventricular (lv) pacing lead had lost capture and exhibited high impedance after a pocket revision procedure. A possible lead fracture was suspected. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6932-65, implantable tachy lead, (B)(6) 1999. A 5076-52, implantable pacing lead, (B)(6) 2006. (B)(4).